Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the patient received the following results on the aviva meter, compared to a professional meter, within 10 minutes: 82 mg/dl (aviva meter) and 47 mg/dl (paramedic's meter). The patient was passed out and had a seizure. The paramedics were called and the patient's boyfriend treated her with honey and orange juice while ambulance waited for her blood glucose level to improve. The paramedics did not treat the patient and she was not taken to the hospital. The paramedics left at an unknown time with a blood glucose result of 64 mg/dl on the paramedic's meter. Return of the suspect device was requested for evaluation.